Manufacturer narrative:
One sample disposable was received for evaluation. Visual inspection found no kinks or deformities that could cause the failure that was reported. Functional testing was done with a pump and no alarms were activated. A second functional test was performed on a second pump, the sample was fully priming and connected without difficulty, no alarms were activated. The failure mode could not be duplicated by functional testing. No root cause could be determined due to the complaint not being confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported an nda alarm keeps ringing. After installing the cassette at the hospital, patient returned home, and about 3 hours after started using the cassette, the alarm sounded. The visiting nurse tried to reattach the device at the patient's home, but the alarm did not stop.